Event description:
The following was reported to gore: on (B)(6) 2024, this patient underwent endovascular procedure to treat a venous anastomosis stenosis of an arteriovenous graft (manufacturer unknown, but not gore device) using a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device). A 7fr sheath was inserted into the graft and the viabahn device was delivered using a 150cm or 180cm guide wire. While the viabahn device was attempted to deploy, a deployment line was not able to be pulled anymore when the viabahn device was deployed about 5mm from the leading end. The deployment line was pulled strongly, but a bowstring occurred and the deployment line was not able to be pulled. The viabahn device was removed through the sheath insertion site. A bleeding was observed from the graft, but it was stopped by applying pressure.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Emdr section h6, codes d15 updated to reflect results of investigation. Evaluation summary: the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. Evaluation of the returned device indicates that the entire device was returned, with a guidewire still present within the lumen of the distal shaft, and the device stuck in a sheath with proximal and distal ends of the endoprosthesis visible on both sides of the sheath. The distal shaft is broken and separated at the transition. The proximal and distal ends of the endoprosthesis that are visible on both ends of the returned sheath show severe deconstruction with delamination and separation of strut rows from the graft material and bent and bunched strut rows. There is partial expansion of the distal portion of the device. Engineering evaluation of the device could not confirm the reported failure of device removal during procedure, bowstringing of the device, or partial deployment due to a stuck deployment line. Replication of these failure modes are not always possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. The root cause of the observed failure mode of delamination and deconstruction at the proximal and distal ends of the device are consistent with removal through the sheath during procedure, as elucidated in the complaint description. The root cause of observed bent and bunched strut is consistent with removal through the sheath during procedure, as elucidated in the complaint description. The root cause of the observed failure mode of the device becoming stuck in the sheath is consistent with removal through this sheath during the procedure, as elucidated in the complaint description. The root cause of the broken distal shaft could not be established with the available information.